Manufacturer narrative:
No report of patient involvement. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. The distributor performed a checkout of the equipment and confirmed the reported complaint. The bag to vent switch was cleaned to resolve the reported issue.

Event description:
The hospital reported a malfunction of the bag to vent switch preventing the selection of ventilation. There was no report of patient involvement.